Manufacturer narrative:
No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: 2017-104338.

Event description:
An ophthalmic doctor reported that the valved trocars leaked during a procedure. Trocar plugs were used to complete the procedure with no patient harm. No sample available for evaluation.